Event description:
It was reported that during a hip arthroscopy procedure using the ambient hip vac 50 ifs, a piece of the sheath allegedly flaked off of the wand inside the surgical site. The surgeon was able to retrieve the piece and is confident that no other debris was left inside the pt. The procedure was completed without significant delay using a back-up wand. There were no pt complications reported as a result of this event.